Event description:
It was reported that the patient experienced ineffective stimulation due to fractured lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the fractured lead was explanted and replaced, and another already implanted lead was repositioned lower to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.